Event description:
Per the clinic, the patient developed an infection at the implant site and was treated with oral antibiotics (date not reported). On (B)(6), 2014, the patient was hospitalized due to infection and treated with intravenous antibiotics. The abutment was removed during hospitalization. The patient was discharged on (B)(6), 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.